Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the headaches that required medical intervention cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.

Event description:
A 51-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that, during the night of (B)(6) 2025, he experienced severe headaches and removed the arrays, as he could not tolerate the constant warmth on his head. The optune gio transducer arrays were readjusted and 30 minutes afterwards, the patient was sweating profusely and complained of headaches again. The device was then turned off and planned to try again later. The patient was advised to contact the patient's healthcare provider (hcp) on (B)(6) 2025. On (B)(6) 2025, novocure was informed that the patient experienced significant difficulty tolerating the warmth on his head, as it made him very uncomfortable and unable to sleep. The patient required a cool environment, as he would immediately begin to sweat once it became too warm for him. These symptoms were accompanied by headaches and the patient's hcp recommended giving the patient a tablet and trying to resume optune gio therapy. The patient planned to re-apply the arrays on (B)(6) 2025. On (B)(6) 2025, the patient's mother informed novocure that, after consulting the patient's hcp, it was decided the patient would discontinue optune gio therapy. The reason for discontinuation was described as headaches stemming from strong feeling of heat in the patient's head. The patient's hcp prescribed the patient cortisone during his first two weeks of optune gio therapy, but this did not provide relief. The patient reportedly used optune gio device sparingly during his two weeks on therapy. On (B)(6) 2025, the patient's prescribing hcp informed novocure that the patient was not experiencing disease progression. The patient reportedly informed the hcp that he stopped using optune gio therapy at the end of (B)(6) 2025 due to headaches. Per the hcp, the device triggered the headaches and uncomfortable heat sensation. The patient previously experienced headaches and continued to experience headaches independent of optune gio, albeit significantly less severe.